Event description:
Upon completion of treating one section with the trellis, the distal balloon was partly deflated and the unit was pulled back. The trellis balloon popped and would not re-inflate. The case was completed case with another trellis and the patient did well.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis catheter was received for evaluation without the odu or any other ancillary devices or cine images from the procedure. The catheter's distal balloon exhibited stretched (not taut) configuration and had blood residue within the balloon chamber. The proximal balloon was both taut and free of blood residue. A water-loaded syringe was attached to the proximal inflation port and the system was pressurized. The balloon was inflated (air bubble ok for testing). No leaks in the proximal balloon were noted. The water-loaded syringe was attached to the distal inflation port and the system was pressurized. The blood residue was flushed from the balloon chamber. Two pinhole leaks were noted in the balloon material. On leak was over the proximal marker band and the other was mid-balloon. Both leaks were longitudinal in orientation but small enough to be classified as pinholes.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.